Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for the investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of a questionable inr result for 1 patient tested with a coaguchek xs meter, serial number (B)(4) compared to the doctor's coagucheck pro ii system. The meter result was 1.7 inr. The result from the doctor's meter within 2 hours was 2.7 inr. The therapeutic range was 2.5 inr - 3.5 inr with a target value of 3.0 inr. The patient tests twice a week.

Manufacturer narrative:
The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1 hct: 40% donor 2 hct: 40% testing results: donor #1: retention meter and master lot strips: 2.0 inr customer meter and customer strips: 2.1 inr donor #2: retention meter and master lot strips: 2.0 inr customer meter and customer strips: 2.1 inr all inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Medwatch fields d9 and h3 have been updated.